Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-08431. It was reported that coronary restenosis occurred. In february 2013, the patient presented with stable angina (ccs type: I), underwent cardiac catheterization and was hospitalized. The 90% type c, de novo, concentric with 45 mm long and 2.25 mm vessel diameter was located in a diffuse lesion, non tortuous and severely calcified mid left anterior descending artery. Target lesion was pre-dilated then the procedure was completed with the implantation of an unspecified size promus element everolimus-eluting coronary stent system and 2.50x32mm promus element plus drug-eluting stents in the lesion at 16 atmospheres. Following post-dilatation, residual stenosis was 25%. Four days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, coronary restenosis was found in the left anterior descending artery. Target vessel revascularization was performed and the event was considered resolved on the same day.